Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation is completed, a follow up MDR will be submitted.

Event description:
It was reported that during hip arthroplasty, the liner would not seat properly with the cup. Attempts have been made, and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: zimmer continuum 56 mm cup unknown part and unknown lot complaint sample was evaluated and the reported event was confirmed. A 36mm continuum liner was returned for evaluation. As returned, the device exhibits damage around to rim feature. Damage is too severe for dimensional analysis. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.